Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during an extension of the anastomotic stenosis of the large intestine procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured before it reached to 8atm. The procedure is completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during an extension of the anastomotic stenosis of the large intestine procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured before it reached to 8atm. The procedure is completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which does not confirm the reported event of balloon burst. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such excess pressure, interaction with other devices, or anatomical affairs. These factors and interactions could influence the damage found in the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.